Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump while priming. The patient's blood glucose level was 315 mg/dl at the time of the call. The customer stated that they also have been having issues with their meter displaying inaccurate data. As a result, the customer was sent replacement reservoirs and had to buy new bayer meter. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.